Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was due to and open wire in the trunk cable. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.